Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and not detected on pyxibus. A field service engineer (fse) turned off pyxis and reseated all cables, cable to mother of all boards (moab) was partially connected. Then the fse logged into hardware test application (hta) and opened and checked both drawers 3.1 and 3.2. Further the station was rebooted and customer inventoried medications in drawer 3.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 failed to open properly. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.